Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The target lesion was a long diffused plaque located in the moderately tortuous and mildly calcified distal and mid right coronary artery (rca). A 2.5mmx38mm promus element drug-eluting stent was advanced and deployed in the distal rca and then a 3.50x28mm promus element drug-eluting stent was advanced in the mid rca. However, while deploying the second stent it was noted that the stent struts got damage while tracking it towards the lesion or the proximal edge of the first stent deployed in the distal rca got hit. The procedure was completed with 3.5mmx32mm promus element drug-eluting stent. No serious injury or adverse event were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The target lesion was a long diffused plaque located in the moderately tortuous and mildly calcified distal and mid right coronary artery (rca). A 2.5mmx38mm promus element drug-eluting stent was advanced and deployed in the distal rca and then a 3.50x28mm promus element drug-eluting stent was advanced in the mid rca. However, while deploying the second stent it was noted that the stent struts got damage while tracking it towards the lesion or the proximal edge of the first stent deployed in the distal rca got hit. The procedure was completed with 3.5mmx32mm promus element drug-eluting stent. No serious injury or adverse event were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: promus element,mr,ous 3.50x28mm stent delivery system (sds)was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The distal end of the stent was damaged with stent struts bunched in a proximal direction, the first proximal stent strut row was also damaged and lifted from the stent profile. The undamaged crimped stent od (outer diameter) was measured within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.